Event description:
It was further reported that after the impella 5.5 device was removed, the patient developed a significant hematoma in right upper arm in bicep space with affected muscle. A fasciotomy was performed and there was good doppler signal at the radial artery and a palpable brachial artery pulse. It was also reported that the patient's right lower extremity had discoloration and skin changes consistent with diffuse mottling. Computed tomography angiography (cta) imaging was performed and found an occlusive thromboembolism noted in the right superficial femoral artery. The patient was taken to operating room for a thrombectomy and fasciotomy. The patient recovered without further sequelae.

Manufacturer narrative:
The instructions for use for the impella 5.5 with smart assist for use during cardiogenic shock states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ added-h6 clinical code 2654 and 1884, h6 impact code 4625, h6 med dev prob code 2993, h6 component code 925 b1-selected adverse event b2-selected required intervention to prevent permanent impairment/damage f6/f8 should have been removed in the initial report #1220648-2024-10239 h1-changed to serious injury h6-investigation findings in supplemental report 1220648-2024-10239-01 changed to 114.

Event description:
The user facility reported a 70-year-old male patient with acute myocardial infarction and cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. Following defibrillation for an unrelated patient condition, the implanted impella 5.5 pump was unable to provide support levels about p4 without encountering suction coinciding with a flat motor current. It was noted that the patient had existing left arterial clots which may have dislodged during defibrillation. As a result of the persistent issue, the decision was made to explant the pump. An intra aortic balloon pump was subsequently placed for ongoing support. The patient survived the event.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the reported access site bleeding and ventricular tachycardia has been completed. Without the device nor additional clinical details, the root cause of the access site bleeding and ventricular tachycardia cannot be determined since. The root cause of the investigation for the low pump flow has been updated. The cause of the low pump flow issue most likely biomaterial ingestion as the clinical details confirmed they imaged and visible clots clinging to inflow cage and tip of impella. Added- h6 clinical code changed from 4582 to 2095 in the initial report #1220648-2024-10239. Added- h6 impact code 4647 in the initial report #1220648-2024-10239. Added- h6 component code 925 (was erroneously left off of supplemental report 1220648-2024-10239 #2).

Manufacturer narrative:
The investigation for the reported low pump flow has been completed. Data logs were reviewed finding no motor current spikes nor positioning alarms which indicate a flow issue. Many suction alarms occurred. The cause of the low pump flow issue cannot be determined since the complaint device not returned for investigation and insufficient clinical data provided. Added- d6a/d6b.